Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient saw the sensor wire laying on her skin. The study coordinator did not report any injury or medical intervention.

Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(4) 2015. Upon removal of the sensor pod, the patient saw the sensor wire laying on her skin. The study coordinator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The sensor wire was attached to the housing puck; therefore, the reported event of a detached sensor wire could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).